Event description:
It was reported that the patient presented with diaphragmatic stimulation. The left ventricular (lv) lead was capped during a system downgrade. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d224trk cardiac resynchronization therapy defibrillator implanted: 2010-(B)(6), product ID 507652 implantable pacing lead implanted: 2010-(B)(6), (B)(4).